Manufacturer narrative:
The customer reported that the central nurse's station (cns) was displaying false asystole for a patient. They are getting a hr reading of 0 but they can still see a waveform. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was displaying false asystole for a patient. No patient harm was reported.